Event description:
A report received from the USA stated the device experienced hose damage. The device was not being used in surgery. It is unknown if injury or medical intervention were reported. No additional information was provided.

Manufacturer narrative:
The device was not received or evaluated by depuy synthes. If additional information is received, a supplemental MDR will be sent. (B)(4).